Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 280 mg/dl rising to 370 mg/dl following a supply change. While troubleshooting, the user removed the infusion set and observed that the teflon cannula was bent. The user discontinued insulin pump therapy and resumed back-up therapy overnight. On (B)(6) 2025 the user transitioned to a new infusion set with bg trending down to 192 mg/dl and later 114 mg/dl. No long-term health effects were reported.